Event description:
Upon attempting to log into the network, the screen turned black with red lines through it. The device was opened for investigations. It was found to have one connector lifted from a pad going to the fva pump motor. Also discovered that the lvds differential cable was not properly seated and the screw mount for the main pcba on the front housing is broken off. The pump will have a new main pcba and new front housing will be installed and undergo all necessary functional testing.

Manufacturer narrative:
Originally assessed as not reportable based on all known information. On 07/08/2024, additional information was received which allowed fresenius kabi to assess reportability.

Event description:
The following has been reported: (B)(6) reported: screen glitching (see video in file), waiting to receive video and logs. Staff did hard shut down and issue continued. Unknown if pump was infusing, no patient harm. Pump was found on (B)(6) charge nurse's desk today. Unknown where or with who the issue originally occurred. No other information available. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input). An active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.